Event description:
It was reported the patient went to the emergency room on the day of this report because they were not sure if the device was working. The patient was going to the mall to walk and did not feel well. The patient had further stated they felt weak and it may have been like that for the past couple of days. The healthcare professional (hcp) wanted a manufacturing representative to come and interrogate the patient¿s device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient called the healthcare professional (hcp) and said the implantable neurostimulator (ins) battery was not working. When the hcp called the patient, the patient's brother said there were no problems and the patient was fine. The cause of the event was not determined and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0b9uv, implanted: (B)(6) 2013, product type: lead. Patient and device information was corrected. Mfg site ID was updated to (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).